Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. The submitted controller event log file contained data spanning approximately 5.5 days (25aug2023 ¿ 31aug2023 per the timestamp). The log file captured a driveline disconnect alarm and an lvad off alarm active on (B)(6) 2023 from 20:57:53 to 20:58:15. During this time, the pump speed dropped to 0 rpm until 20:58:15 when the driveline was reconnected, which resolved the alarm. The cause of the driveline disconnect alarm is unknown and there were no other driveline disconnect alarms active in the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc (B)(4) rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 4, entitled "living with the heartmate 3", instructs the user to arrange clothes, sheets, and blankets, so they do not pull on or get tangled in the driveline. Stabilize the driveline at all times, including during sleep. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2023 that lasted 21 seconds. The pump stop appeared to have been due to the driveline being disconnected. Related MFR: 2916596-2023-06582.